Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having issues with their insulin pump. It was reported that the customer had concerns of not receiving insulin due to their high blood glucose levels. The customer's blood glucose level at the time of incident was reported to be 150mg/dl. It was reported that the customer treated their high levels with manual injection. Troubleshoot was reported to be conducted, and the drive support cap was found to be flushed. It was reported that the customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, broken battery tube threads, broken reservoir tube lip and with broken belt clip slot.